Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a power outage during gas delivery. The issue was found during a therapeutic gastrectomy which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h7, h9, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: screen blackout due to printed circuit board failure. Because the user's initially reported failure was not confirmed, a definitive root cause for the reported power issue could not be identified. However, based on the condition of the subject device, it is likely a printed circuit board failure due to fatigue led to the imaging issue noted during the device evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.